Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each intra ocular lens (iol) is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the patient had residual astigmatism. The lens model (3.00cyl), 19.5 diopter (extended 1.5 diopters of focus) lens was exchanged for non-company monofocal 20.5 diopter lens, the toric power was not provided. The change ins diopter may suggest that the replacement lens was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with foggy and blurry vision. The lens was exchanged for another monofocal lens model 2 months 10 days following the initial procedure. Clinical reason for explant was mentioned as iol power off, left with astigmatism. Additional information was received, patient complaining of not seeing as well as he had hoped and has to tilt head back and distance vision clears a little. There was no harm to the patient.